Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test after a battery change and had a partial display showing on the screen. The customer did not know the blood glucose reading. The customer stated that the display only showed a closed circle and an empty battery indicator. He did not observe any damage or corrosion at the battery cap or battery compartment. Upon troubleshooting, the failed battery test did not recur. The customer was advised that a replacement battery cap would be sent.